Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: cut did not stop. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged polyimide bond, and suction tubing. Tissue residue inside (blocking) the electrode suction path hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.